Event description:
Shortly after dialysis initiated, pt experienced drop in bp. Venous pressure "tmp" alarm sounded. After several interventions, pt continued to exhibit symptoms of hypotension. Treatment was terminated. Machine showed 1027 cc's of fluid removed. Pt received 2900cc n/s. Wt. Dropped 80.2 to 77.4 post-tx. Back of machine removed & fluid noted in machine. Discovered uf prefilter had come open. Filter checked last quarterly pm 2 months before.